Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument tip was damaged. There was no report of patient involvement. Intuitive surgical inc.(isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and reported complaint was confirmed. The instrument was found to have charring and localized melting at the base of the yaw pulley near the grip. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs or arcing on all three attempts. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.